Event description:
The event involved a plum set where it was reported "hair found inside cassette while venting air from new product¿. There is no report of patient involvement or patient harm. No additional information was provided.

Manufacturer narrative:
No product samples were received for investigation. However, the customer returned an image appearing to show a hair in the cassette. As received, the set was visually inspected and the hair was confirmed to be inside of the cassette, in the fluid path. No other anomalies were found. The complaint can be confirmed. The probable cause is due to an error during the gowning process.